Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment. Scotch yoke is also damaged on both sides. Freedom driver was unable to be tested while scotch yoke broken. After replacing the broken part with a known functional one, freedom driver passed all areas of functional testing. A test of the secondary motor system was also performed as there was evidence of secondary motor engagement. Driver was found to perform normally on the secondary motor system and would be able to sustain life. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated during testing due to damage of the scotch yoke; the root cause of the reported damage was determined to be engagement of the secondary motor. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. Damage sustained to the scotch yoke occurred during secondary motor engagement. Root cause of the secondary motor engagement was unable to be determined but is a known issue. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Freedom driver s/n (B)(6) was unable to be tested. During inspection, it was observed that both sides of the scotch yoke were broken.

Event description:
Freedom driver s/n (B)(6) was unable to be tested. During inspection, it was observed that both sides of the scotch yoke were broken.